Event description:
It was reported that intermittently the 9800 system would make a clicking sound and then shuts down. Reboot was required to finish procedure. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the x-ray tube. The system was tested and found to be working as intended and placed back into service.